Event description:
It was reported that during a routine change out of pulse generator, the ventricular lead exhibited high thresholds; the lead was fractured. The lead was capped and replaced. The patient was in stable condition post operation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.